Event description:
Philips received a complaint by the customer on the v60 indicating that the ventilator was not recognizing the battery. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite repair per contract as the ventilator was not recognizing the battery. The customer was not with the device at the time of the call but verified that all the battery information on the ventilator information seemed correct. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp found that the ventilator did recognize the internal battery, but a 1124 "battery failed" alarm error was present during testing. The asp discovered that the cause was due to a faulty power management (pm) printed circuit board assembly (pcba). After replacing the pm pcba, the asp confirmed that the 1124 error code went away, completed all required testing per the service manual, and verified that the device passed all required tests. The device was returned to the customer with no restrictions. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.